Manufacturer narrative:
Us reporting agent received info on (B)(4) 2015. Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(4). When the product was in washing process after surgery, the customer found that tooth of the blade is missing. This product was newly opened for this surgery. The customer discards gc761r after every three uses. The customer maintains ga674 properly including regular maintenance. Component in use: ga674 / acculan 3ti reciprocating saw.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: visual inspection of received device: some teeth of the saw blade are broken. Scratchers are visible on the side of the blade. Material test and a hardness measurement was completed, results below. (B)(4). Harness is 510 hv5 + 110 hv5; therefore, the testing indicates the product is within specification in regards to material and hardness. The device quality and manufacturing history records were reviewed for the available lot number, the device history file was found to be according to specification valid at the time of production. No similar incidents have been reported with products from this batch. Based on the information available as well as a result of our investigation, the root cause of the failure appears to be user related. The investigations illustrates that there are no technical errors which may have caused the breakage of the teeth. Based on the statistical analysis, a systematic and/or design related root cause is excluded. All the quality requirements are within the specified tolerance range. It is possible that the surgeon sawed into another instrument used during the surgery or another hard material. No corrective or preventive action is necessary.